Event description:
It was reported to philips that the small and large focus were defective, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using large focus. The philips field service engineer (fse) inspected the system onsite and identified through logfiles that the large focus tube was defective. The defective x-ray tube was returned for analysis which concluded that the large filament was blown due intensive usage. Fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed on the same system by using the large focus tube. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.